Event description:
It was reported that stimulation was making the patient¿s foot ¿hyper sensitive.¿ it was reported that the ins was off but the patient was unsure how that was possible because she did not know ¿how to turn the therapy off.¿ the patient noted that she will only turn stim up or down when she is ¿lying down at hcp office or beauty parlor to keep from getting shocked.¿ the patient reported that her stimulation was over 8v at the date of report and described the sensation as ¿like being tazed.¿ the patient noted that this occurred when she changed positions such as when she ¿lies down wrong or turns the wrong way.¿ the patient noted that when she ¿puts too much pressure on her left side then her left leg gets shocked.¿ it was noted that this also occurred during sex with her spouse. The patient noted that since 2011 she had been doing fine and returned to work. The patient noted that prior to therapy she was ¿unable to put a shoe on her foot¿ and noted that the therapy had helped her to be more functional with the exception of getting shocked due to position changes. It was noted that the patient would be seeing her hcp soon and would try to ¿get the new ins through worker¿s comp.¿ she noted that it ¿may resolve some of the shocking¿ that she experienced.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).